Event description:
It was reported that the patient presented for initial implant procedure. During procedure, it was found that the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. Then, it was also found that the rv lead helix was unable to be retracted. As a resolution, the rv lead was not implanted, and an alternate was implanted instead on 9 aug 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported events of inadequate capture and high pacing impedance were not confirmed. A complete lead was returned in one piece for analysis. X-ray examination of the lead found the inner coil in the connector region was slightly over torqued consistent with procedural damage. After cleaning, the helix was able to extend and retract. Specification measurement, visual examination and electrical testing did not find any anomalies with the exception of procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the slightly over torqued inner coil in the connector region consistent with procedural damage.